Manufacturer narrative:
Pt weight: unk (B)(4). Evaluation codes: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one lens haptic torn off and missing. There was evidence of clear/dark surgical residue on the lens surface. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens but the lens was stuck to itself and would not unfold in the patient's eye. When the surgeon was removing the lens, he noted the lens was chipped/torn. The lens was removed with no patient injury and the backup lens was implanted.